Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient had groin pain immediately post op that had not subsided since implant. A partial explant was performed (B)(6) 2020. Proximal piece kept in stimulator.